Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly the reporter was unable to remove the battery cap while trying to change the battery cap. Reporter suspected that the threads were damaged. Reporter stated that there was no damage to the pump and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.